Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, a hemodynamically unstable patient with intra-aortic balloon pump (iabp) and impella support, was receiving levophed at 0.25 micrograms (mcg) per kilogram (kg) per minute (min) which is 39 cubic centimeters (cc) per hour (hr). Pump went into keep vein open (kvo) mode and switched rate to 20 cc/hr, which led to the patient's mean arterial pressure (map) dropping to 47. Escalation of levophed and a stick of calcium was needed to restore patient's blood pressure. Reportedly, three (3) nurses and a certified registered nurse practitioner (crnp) were in the room, but never heard the pump alarm that it was depleted of volume and switching to kvo mode.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.